Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent arthoplasty at c5-6 due to displaced hardware. Post-op, device migrated 40% anterior to the vertebral body. Patient underwent additional surgery for anterior cervical fusion. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This was a revision surgery by (B)(6). Prestige implant was roughly 40% anterior to the vertebral body. Implant was easily removed and performed single level acdf at the same level.